Event description:
Patient called lfs in june 2003 alleging that meter was reading inaccurately low. The customer service rep had replaced patient's control solution and check strip, since the patient had been unable to troubleshoot during the initial call. Medical affairs representative called patient in june 2003 to obtain additional information. Patient had been feeling dizzy and nervous due to obtaining relatively low blood glucose readings. Patient reported obtaining a "54, 24, 56, 58, 36, 50, and 48 mg/dl" within a 4-hour time span. Patient was on a set amount of insulin however, patient was told to take half the dosage if the blood glucose levels were below 100 mg/dl. Patient had been following the physician's orders and decided to visit the physician to have the blood glucose level checked. The physician obtained a reading of "233 or 236 mg/dl". Treatment was not administered. Patient explained that the check strip test fell within the accepted range, however, the control solution tests fell outside the accepted range. The patient also reported using a new vial of test strips and obtaining relatively normal blood glucose readings. Patient confirmed that the test strips had been stored improperly, expired, or opened longer than 4 months. There is evidence that the test strips may have been reading inaccurately low due to the low blood glucose readings, no real evidence of hypoglyemic symptoms and several failed control solution tests.